Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient woke up in the morning and their blood glucose levels rose up to 480 mg/dl. Patient went to school and reportedly was not feeling well and had a headache. Patient attempted to correct but the blood glucose levels would not go down. The patient was taken to the hospital where the pod was removed after having been worn on the patient's arm for between 5 and 24 hours. Patient's mother stated there were bubbles inside of the cannula. An insulin infusion was delivered for treatment and a new pod was applied. Patient was released after 2 hours. Pod was discarded.